Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the feeling of jumping in abdomen. After testings, it was determined to be parasympathetic nervous system due to possible right ventricular lead dislodgement. The lead was explanted and replaced. There was no patient consequences during and after the procedure.